Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was to have an explant of the scs system due to not receiving pain relief. It was reported the system was functioning properly, but after reprogramming attempts, the pt was not satisfied with the stimulation. The pt was to have a fusion procedure in the future. F/u identified the physician explanted the scs system without incident.